Manufacturer narrative:
This report has been submitted on august 31, 2022.

Event description:
Per the clinic, the patient experienced a kin flap infection and was treated with oral and intravenous antibiotics. The device was subsequently explanted on (B)(6) 2022.